Event description:
A report was received that the patient had some lead contacts that were showing high impedances. Database analysis confirmed high impedances on some contacts. The patient underwent a revision procedure wherein the leads were replaced. Device malfunction was suspected as the lead continued to fail. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had some lead contacts that were showing high impedances. Database analysis confirmed high impedances on some contacts. The patient underwent a revision procedure wherein the leads were replaced. Device malfunction was suspected as the lead continued to fail. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2316-70 (sn: (B)(4)) device evaluation indicated that the lead passed photographic imaging tests performed. The complaint of high impedance could not be confirmed. Visual inspection revealed the lead was cleanly cut from the proximal end. The distal portion of the lead was not returned. No electrical tests could be performed. X-ray inspection showed welds and all cables to the proximal end were intact. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the lead passed visual tests performed. The complaint of high impedance could not be confirmed. Visual inspection revealed the lead was cleanly cut from the connector. No electrical tests could be performed. X-ray inspection showed welds and cable connections to the connector were intact. Borescope inspection revealed no anomalies/obstructions were present inside the connector.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).